Manufacturer narrative:
Results: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Pr #: (B)(4) - MDR. Part #: unknown . Lot #: unknown. Complaint: catheter broke after placement-removed surgically. Event description: nurse placed a 22 g x 1" iagbc; inserted without issue pulled back- some resistance; unable to flush pulled catheter out, both patient and nurse noticed it was shorter the nurse informed the pa that was on, who informed vascular resident used ultrasound to aid in vascular surgery made incision (roughly cm) to retrieve catheter tip. Inserted autoguard blood control catheter; felt resistance while pulling back; unable to flush; after removing catheter. Lot analysis. Device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: review is required could not be performed as a lot number this incident was unknown. Sap (qn) database review: no. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s3 severity ranking. Review was not conducted for this MDR- level b investigation because a lot number was not provided for this incident. Eura review: yes. Reason: MDR investigation. Findings: the peura (end user risk analysis) (B)(4) rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis.. Observations and testing: received one used 20g insyte autoguard IV bc catheter unit and an empty open package from a 22ga. The received unit consisted of a catheter-adapter assembly and a fully retracted needle-barrel assembly. Visual/microscopic evaluation revealed: observed there was traces of blood residue on the catheter tubing, inside the adapter (actuator-septum area) and on the hub-needle assembly. Observed there was approximately 14mm tubing protruding from the nose of the adapter to the highest point of the tubing, the area of separation at the catheter tubing had jagged and rough edges with indication of stress and a scratch was visible within the tubing, at one point the edge of the tubing appears to have a ¿v¿ shape characteristic which is an indication of re-cannulation. Test description: method no: results: visual/microscopic; n/a; observations and testing. Investigation samples(s) meet manufacturing specifications: no; observed there was approximately 14mm tubing protruding from the nose of the adapter to the highest point of the tubing, the area of separation at the catheter tubing had jagged and rough edges with indication of stress and a scratch was visible within the tubing, at one point the edge of the tubing appears to have a ¿v¿ shape characteristic. Conclusions: the defect of catheter broke, as stated in the product incident report, was conclusive based on the evaluation of the unit provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes: confirmation of the customer¿s experience with the bd product was conclusive based on the review of the returned unit. Were we able to reproduce the customer's experience with the bd product? No: it was not necessary to reproduce the customer¿s experience of catheter broke as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. It is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. Traces of blood on the cannula-hub assembly and the catheter is supporting evidence that the unit was functioning as intended at time of use. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Pr #: 125367-132681 - MDR, part #: unknown, lot #: unknown, complaint: catheter broke after placement-removed surgically. Event description: nurse placed a 22 g x 1" iagbc; inserted without issue pulled back- some resistance; unable to flush pulled catheter out, both patient and nurse noticed it was shorter. The nurse informed the pa that was on, who informed vascular resident used ultrasound to aid in vascular surgery made incision (roughly cm) to retrieve catheter tip. Inserted autoguard blood control catheter; felt resistance while pulling back; unable to flush; after removing catheter. Lot analysis device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: review is required could not be performed as a lot number this incident was unknown. Sap (qn) database review: no. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s3 severity ranking. Review was not conducted for this MDR- level b investigation because a lot number was not provided for this incident. Eura review: yes. Reason: MDR investigation. Findings: the peura (end user risk analysis) (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received one used 20g insyte autoguard IV bc catheter unit and an empty open package from a 22ga . ((B)(4)-lot 7102807). The received unit consisted of a catheter-adapter assembly and a fully retracted needle-barrel assembly. Visual/microscopic evaluation revealed: observed there was traces of blood residue on the catheter tubing, inside the adapter (actuator-septum area) and on the hub-needle assembly observed there was approximately 14mm tubing protruding from the nose of the adapter to the highest point of the tubing, the area of separation at the catheter tubing had jagged and rough edges with indication of stress and a scratch was visible within the tubing, at one point the edge of the tubing appears to have a ¿v¿ shape characteristic which is an indication of re-cannulation test description: visual/microscopic, method no: n/a, results: see observations and testing. Investigation samples(s) meet manufacturing specifications: no; observed there was approximately 14mm tubing protruding from the nose of the adapter to the highest point of the tubing, the area of separation at the catheter tubing had jagged and rough edges with indication of stress and a scratch was visible within the tubing, at one point the edge of the tubing appears to have a ¿v¿ shape characteristic. Investigation conclusion: conclusions: the defect of catheter broke, as stated in the product incident report, was conclusive based on the evaluation of the unit provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes: confirmation of the customer¿s experience with the bd product was conclusive based on the review of the returned unit. Were we able to reproduce the customer's experience with the bd product? No: it was not necessary to reproduce the customer¿s experience of catheter broke as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause relationship of device to the reported incident: indeterminate. It is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. Traces of blood on the cannula-hub assembly and the catheter is supporting evidence that the unit was functioning as intended at time of use. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. Rationale: corrections and CAPA corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The peura (end user risk analysis) (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when pulling back on a 22 g x 1in. Bd insyte¿ autoguard¿ bc shielded IV catheter with blood control after insertion, the nurse felt resistance and was unable to flush and noticed the catheter was shorter. An ultrasound and vascular surgery was performed to remove the catheter tip from the patient.